Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure (event) observed during analysis. Based on all available parameter and usage information, overall device longevity was found to be within the expected limits. A short eri to eos margin was observed. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the short eri to eos margin could not be determined. (B)(4).